Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 28mg/dl. Cause of low bg level was unknown; however customer believes having low electrolytes contributed to the low bg. Bg was treated with dextrose and electrolytes. Reportedly, customer left the ER 15 hours later with the issue resolved and no permanent damage.